Event description:
The facility representative reported a flo-gard infusion pump with a broken screen. It is unknown when this event occurred but it was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken screen was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined due to the device being returned unrepaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.